Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that emergency medical services were called while she was wearing the insulin pump. The customer stated she was unconscious at the time of the call and she had been very sick and vomiting, before passing out. The customer was told in the hospital that she was hospitalized due to her sickness and she could not eat and lost a lot of weight. She then went to rehabilitation and was treated with dialysis. The customer stated that she had low blood glucose and stated she had a very bad infection that was causing a lot of her issues. She further posited the sickness made her vomit, causing the lows. The customer stated everything was stemming from having the incorrect treatment in the past with her dialysis. Nothing further was reported.